Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. It was reported that the physician had commented that the stents may not have been placed kissing, and that the flow may have pushed the stent out of the lesion. The investigation determined that the reported difficulties and subsequent treatment are likely related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was performed to treat bi-lateral lesions in the common iliac vessel. There was no tortuosity and no calcification on the left side and calcification of the right side. Two omni elite stents were planned for a kissing stent technique. One stent was implanted in the right common iliac without issue. The 9.0 x 39 mm omni elite stent was then implanted in the left common iliac with a good result. After the right side was closed, a guide wire was advanced to close the left side; however, it was observed that the stent on the left side had completely migrated out of the target lesion. An additional omni elite stent was implanted to secure the migrated stent. The physician commented that the stents may not have been placed kissing, and the flow may have pushed the stent out of the lesion. The patient was confirmed to be stable post procedure and no further treatment was performed. No additional information was provided.